Manufacturer narrative:
Full UDI is not available due to missing serial number.

Event description:
It was reported that the patient was shocked during a procedure with a rf generator. The patient stated he has experienced tachycardia, chest pain, and fatigue. The patient also stated he has experienced falls, difficulty walking, extreme pain, neurological issues, and a third-degree burn. At this time, it is unknown what caused the shock or burn to the patient. Additional information is being gathered.

Event description:
He patient was not able to provide any further information regarding the reported event.

Manufacturer narrative:
A medical safety director at stryker was consulted regarding the reported event. In summary, the symptoms reported by the patient would more likely be seen immediately after a high voltage event (>1000 v). It is not possible for our device to achieve a level that high. The reported symptoms would have been noted and treated at the time of admission. A late on-set of symptoms like this has not been observed, based on previous clinical research; therefore, it is unlikely that the stryker device caused or contributed to the reported event.